Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fridge failure. The customer reported that the fridge won't open. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 5b1 fridge was broken. Upon arrival at the station, no failure notices were found, and the escort was able to successfully inventory multiple medications without any problems or failures. The physical inspection of the housing and the hasp to the refrigerator revealed no issues. The field service engineer determined that there were no problems or failures with the station or the physical attachment of the housing and the hasps to the refrigerator. The system functioned as intended after the field service engineer inspected the device.